Manufacturer narrative:
Date of event: exact date unknown, event occurred a month after implant. Explant date: (B)(6) 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 17411502.

Event description:
It was reported that the patients had an infection following an implant procedure. The patient underwent an explant wherein the ipg and leads were removed.